Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they experienced failed sensors and mentioned they had an episode that hospitalized them. It is unknown if the dexcom caused or contributed to the patient being hospitalized as the patient did not provide event details. No additional patient information is available.